Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "t2 tibial nail mounted incorrectly on jig and implanted incorrectly into patient. No revision surgery is planned as fracture has reduced and healing".

Manufacturer narrative:
Corrections: please refer to section h6 (results and conclusion codes). The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. Nonetheless, based on the information provided, it could be determined that the reported incident was caused by incorrect assembly of the devices. Hcp most probably failed to properly follow the steps and indications from the surgical technique. "T2 tibial nail mounted incorrectly on jig and implanted incorrectly into patient.". However, it is not known whether this incorrect use was intentional or whether it was due to a lack of knowledge of the device. As a reminder, the instructions for use clearly state that: "the licensed healthcare professional and operating room team must be thoroughly familiar with the system. Complete information and labeling on these subjects must be readily available at the workplace. Only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage.". A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "t2 tibial nail mounted incorrectly on jig and implanted incorrectly into patient. No revision surgery is planned as fracture has reduced and healing".